Event description:
It was reported that the ventricular lead exhibited loss of sensing and capture at maximum output. An x-ray of the lead was taken and the physician suspected a microdislodgement. The lead was replaced.